Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown shell was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "materials reviewed: 11/04/2021: undated/unlabeled: ap pelvis x-ray. Right hip with acetabular shell protruded through the acetabulum medially, cannot determine if it violates anterior or posterior column from the single view. Evidence of an old non-united inferior pubic rami fx and plating of posterior wall. Stem looks like restoration modular. Confirmation: medial protrusion of the acetabular shell into the pelvis may be confirmed. The incidence of a fall and/or revision surgery cannot be confirmed without additional medical records. Root cause: the root cause cannot be determined without review of additional materials. A traumatic event could certainly explain the findings" product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the acetabular shell penetrated into the patient's acetabulum. The event was confirmed by review of the provided x-ray image. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the acetabular shell penetrating the patient's acetabulum. Surgeon reported this was sustained in a fall. The shell, a screw, mdm metal liner, adm/ mdm poly insert, femoral head, and restoration modular proximal body were revised to a new proximal body, femoral head, and competitor acetabular components. Rep confirmed there were no allegations against the revised liner construct, femoral head, or proximal body (rep also confirmed the proximal body was revised only to gain access to the joint space).

Event description:
It was reported that the patient's right hip was revised due to the acetabular shell penetrating the patient's acetabulum. Surgeon reported this was sustained in a fall. The shell, a screw, mdm metal liner, adm/ mdm poly insert, femoral head, and restoration modular proximal body were revised to a new proximal body, femoral head, and competitor acetabular components. Rep confirmed there were no allegations against the revised liner construct, femoral head, or proximal body (rep also confirmed the proximal body was revised only to gain access to the joint space).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.